Event description:
The customer reported the ventilator failed to power-up properly and restarted. The customer reported the unit was not in use. The service engineer replaced the cpu pcb board to address the reported problem. Applicable testing was completed to operating specifications.